Manufacturer narrative:
(B)(4).

Event description:
It was reported "the intra-aortic balloon counterpulsation pump used by the ICU patient suddenly reported an error: counterpulsation pump/solenoid valve controller error". The pump was removed and not replaced. The patient's current condition is reported as "deceased". Additional information received by the customer, reports the following: "the patient was a male, 73 years old, diagnosed with acute cardiac infarction and cardiogenic shock, started on the machine on august 26th, the equipment alarm malfunctioned but was still used for one day, and the patient passed away on august 27th. The cause of death was also acute heart attack and cardiogenic shock."

Event description:
It was reported "the intra-aortic balloon counterpulsation pump used by the ICU patient suddenly reported an error: counterpulsation pump/solenoid valve controller error". The pump was removed and not replaced. The patient's current condition is reported as "deceased". Additional information received by the customer, reports the following : "the patient was a male, 73 years old, diagnosed with acute cardiac infarction and cardiogenic shock, started on the machine on august 26th, the equipment alarm malfunctioned but was still used for one day, and the patient passed away on august 27th. The cause of death was also acute heart attack and cardiogenic shock."

Manufacturer narrative:
(B)(4) additional information received from the customer states "patient, male, diagnosed with acute heart attack and cardiogenic shock, began treatment with an intra-aortic balloon counterpulsation pump on (B)(6) 2024, during which the intra-aortic balloon counterpulsation pump reported an error "counterpulsation pump/solenoid valve controller error". After testing, the engineer recommended removing the machine and suspending use, and the hospital subsequently discontinued use of the device. The patient died the next day. Doctors don't think the patient's death contributed to the pump error." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.